Event description:
It was reported that the device's adult hard paddle plates were coming off. There was no pt use associated with this event.

Manufacturer narrative:
Physio-control recommended customer replacing the adult hard paddle assembly and provided part number for a replacement set. The replaced assembly will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.